Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the procedure, when attempting to position the reported lead, it was noted no electrical potential could be obtained upon measuring. The lead was not used. The procedure was completed with no adverse consequences to the patient.